Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had rapid gas loss. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,h6(impact code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use,the cardiosave intra-aortic balloon pump (iabp) unit had rapid gas loss.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval?, return to manufacture date), e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) was able to conclude that the drive manifold assembly had a leak in it and was not holding helium pressure. I replaced the assembly and completed testing on the unit. The unit passed all performance and safety testing with no further issues. The unit was approved for clinical use and returned to use. The defective components were received for further investigation. The final investigation has been completed by failure analysis and testing department. The failure analysis and testing department received the following part drive manifold assembly, this part was received with a reported unit failure message of rapid gas loss. Performed visual inspection of this part received and part looks to be in good condition. Installed the drive manifold into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department could not verify the failure of gas loss. The drive manifold assembly passed testing. Retaining the drive manifold assembly in the fat dept. As per procedure 0002-07-d008 rev al. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.